Manufacturer narrative:
Analysis was performed on the returned device. The reported suture pulled from the vessel was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the physician is not trained in the use of the proglide device. It should be noted that the proglide instructions for use (IFU), states that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals) who is trained in diagnostic and / or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The reported suture pulled out with the device appears to be related to the status of training at the physician was not trained in the use of the proglide device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional 3 proglide devices referenced in b5 are being filed under separate medwatch report numbers. G9:reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that a suture placement in the a common femoral vein was attempted with a proglide device using the pre-close technique via a 8f sheath prior to a pulmonary vein antrum isolation (pvai) interventional procedure. Reportedly, due to patient's anatomy the sutures of four devices did not grab the vein and came out of the device. No tissue damage was noted. The sheath was upsized to a 12f and the pvai procedure was completed. Manual arterial compression and figure eight procedure was used to achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.